Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The insertion device was returned with the distal end deformed. The anchor was returned with the suture strings through the suture window, the distal end was fractured away from the proximal end below the suture window. There is biological debris on the returned items. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material characteristics found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder cuff repair surgery, the twinfix ultra suture anchor's screw broke into pieces while being implanted. All the pieces were removed from the patient using tweezers, the back-up device was used in the original bone hole, no void was left in the patient, a starter was used to prepare the insertion site, and the insertion site was cleared of all debris prior to insertion. The procedure was successfully completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.